Event description:
It was reported that a polarx, polarsheath and polarmap were used in a cryoablation procedure. Following successful ablation of the left side, the physician switched to the right side and the patient's blood pressure dropped a little. An ultrasound was performed and appeared normal. Right side ablation was continued, however the patient's blood pressure continued to drop. An ultrasound was performed again and was clear, however pericardial tamponade/effusion was observed, and a puncture was performed. The physician was unable to explain how the effusion came about. The patient outcome was not reported.

Manufacturer narrative:
Visual inspection of the device showed no visual defects observed other than a small amount of blood on silicone valve. During a functional testing of the device the sheath was able to hold the deflection properly with no issues. The device also passed the standard aspiration, hemostasis, and air pressure tests. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx, polarsheath and polarmap were used in a cryoablation procedure. Following successful ablation of the left side, the physician switched to the right side and the patient's blood pressure dropped a little. An ultrasound was performed and appeared normal. Right side ablation was continued, however the patient's blood pressure continued to drop. An ultrasound was performed again and was clear, however pericardial tamponade/effusion was observed, and a puncture was performed. The physician was unable to explain how the effusion came about. The patient outcome was not reported.